Manufacturer narrative:
Citation: giordano a et al. Propensity-score-adjusted comparison of evolut vs. Portico devices for transcatheter aortic valve implantation. J cardiovasc med (hagerstown). 2019 may;20(5):351-357. Doi: 10.2459/jcm.0000000000000764. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the procedural, in-hospital, and mid-term outcomes in patients who underwent transcatheter aortic valve implantation (tavi) with two new-generation valves. All data were retrospectively collected from two centers involved in the (B)(4) aortica percutanea ((B)(4)) registry. The study population included 233 patients and was predominantly female with a mean age of 82 years. Of those, 119 were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all evolut r patients, 18 deaths were observed within one-year post-tavi. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all evolut r patients, adverse events that were associated with medtronic product included: permanent pacemaker implantation, valve-in-valve implantation for an unknown reason, stroke, mild-moderate aortic regurgitation, and mild-moderate mitral regurgitation. Adverse events that may have been associated with medtronic product included: myocardial infarction, major vascular complications, and major bleeding. No additional adverse patient effects or product performance issues were reported.